Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be files upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a pump with a stop switch that does not work. It is unk when this event occurred. There was no pt injury or medical intervention associated with this event. No additional information is available.